Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 2.1 was failed and required maintenance. A field service engineer removed the drawer and found a snapped retractor band, replaced the band and tested the unit through recovery and inventory. Hardware test application (hta) would freeze when attempting to run the test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 2.1 main required maintenance. The customer became aware of the issue while refilling the station. The customer confirmed that the issue caused a delay. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.